Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection revealed that the display had grey artifacts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be display which will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump screen appears gray during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.